Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit did not pass the initial power connect test. The unit was opened and the power supply board (11823) was replaced with a known good lab inventory power supply board. The unit still did not pass the initial power connect test. The power fuse box was removed and the resistances across both fuses were measured. The fuses measured 0.2 ohms each indicating that they were intact. The ac voltage from the power entry module was measured with the unit plugged in. The power entry module measured 180 v ac indicating it was functioning properly. Since there were no observed defects with the psb, power fuses and power entry module, the only other component that would cause such a failure is a defect in the power control board. The reported complaint of "unit is not heating" is confirmed. The sample was returned with a defective power control pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2015 and was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the device is "not heating up". No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the device is "not heating up". No patient involvement reported.